Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: power events were observed in the pump black box history. There was no damage observed to the battery compartment or cap and the cap was able to secure to the pump with no yellow o-ring visible. The pump was exercised for 24 hours without power interruptions. The battery cap was tested and connection defects were found. The pump was opened and there was no evidence of any damage to the pump power circuit.

Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, a case manager (cm) contacted animas on the patient's behalf alleging that while demonstrating to the patient how to replace the pump's battery the pump would not power on. The reporter claimed she removed the battery cap and battery and when she reinserted the battery and secured the cap to the pump it would not power on. At the time of the call, animas customer support advised the reporter to reinsert the battery ensuring the positive side was facing down and it was noted that the pump then powered on. Customer support noted that the reporter did not have a new battery or battery cap at the time of the call.